Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -17.5/1.5/90 (sphere/cylinder/axis) lens tore/broke during loading and during injection/delivery into the eye. Cause of the event was user error. The problem was resolved.